Manufacturer narrative:
(B)(4).

Event description:
Received info from the pt's spouse stating that since having the device implanted several weeks ago, the pt has developed atrial fibrillation and is currently hospitalized. The managing physician turned the device off prior to doing a cardioversion and turned it back on afterwards. The pt does not feel the deep brain stimulation therapy is working correctly since the procedure. A request for a medtronic field rep to see the pt was made. No further info was available at the time of this report. Add'l info has been requested and if received a f/u report will be sent.